Event description:
It was reported, the pt was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the pt. Follow up identified the physician had x-rays taken and it appeared the ipg had flipped in the pocket site. It was reported the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.